Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent undersensing was noted on the atrial channel on stored electrograms (egm). At times this caused premature termination of mode switch. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.